Event description:
It was reported that the insulin pump had alarmed during the bolus process. The alarm repeated itself twice after the initial occurrence. The blood glucose reading at the time was 367 mg/dl. Nothing further reported.

Manufacturer narrative:
Motor error alarm occured during the occlusion test. The device was unable to prime due to faulty fsr. The motor passed motor test. The device was received with cracked battery tube threads, reservoir tube lip and scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.